Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter product ID 8578 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal marcaine 20.0 mg/ml at 2.519 mg/day and morphine 19.2 mg/ml at 2.418 mg/day via an implantable pump for non-malignant pain. It was reported that the pump was not functioning, as the patient was having symptoms, return of pain. The pain gradually returned in (B)(6) 2017, and it continued to get worse. Excruciating pain began in (B)(6)2017. About 5-6 weeks ago (from (B)(6) 2017), the patient woke up screaming. The pain was excruciating, they could not stand, and they experienced bladder issues (could not go and urgency/frequency symptoms), and then everything (her lower extremities) went dead ¿ numb. For a week, she could only feel tingling in her toes. On (B)(6)2017, the patient went to see the hcp, and they tried a dye test. However, they could not [perform the dye test] as the as the pump had moved; she was scheduled for an MRI. The hcp increased the dose on that same day. However, that did not help, and the patient's pain increased significantly. On (B)(6) 2017, the patient experienced excruciating pain, inability to stand, bladder issues, numbness. On (B)(6) 2017, the patient was taken to the emergency room (ER) and admitted to the hospital. On (B)(6) 2017, the hcp felt something in the catheter, so surgery was scheduled. It was clarified that another nuclear test was performed which showed a blockage. The patient had surgery on (B)(6) 2017 and was told that the surgeon decreased medication on the day of surgery. A manufacturing representative was present at the surgery. They were told by the surgeon that they were able to isolate the area. They drew back on catheter, and ¿something popped out¿. The surgeon then completed the catheter revision. The next day, the patient experienced withdrawal symptoms, so she went to the managing hcp¿s office, and medication was increased by 15%, and then it was increased again another 15% on (B)(6) 2017. The patient was starting to feel much better now. The situation was being addressed by the hcp. There were no further complications reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. Product ID 8578, serial# (B)(4), product type catheter. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2017. When asked if the cause of the pump moving was determined, the hcp stated that ¿the pump was not moving.¿ when asked if the cause of the occlusion and something popping out from the catheter was determined, the hcp stated ¿there was a partial distal obstruction cleared with flushing.¿ the patient¿s weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Correction- aware date on previously submitted regulatory report should have been 2017-nov-29. If information is provided in the future, a supplemental report will be issued.